Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the right ventricular (rv) lead exhibited a micro-dislodgement on x-ray. There was poor sensing with small r-waves, high thresholds, and low impedance. A revision was performed. The lead remains in use. No patient complications have been reported as a result of this event.